Event description:
It was reported that there was a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was provided with comprehensive instructions by technical support, including how to place the pump in storage mode and return it to tandem using a pre-paid label. Technical support confirmed the replacement pump's shipment, which included updated software, and advised the customer to program their settings and connect their cgm to the new pump upon receipt. The customer acknowledged understanding of all instructions and was informed to return the problematic pump within 10 days to avoid charges while continuing to use their current pump until they obtain backup therapy.